Event description:
Related manufacturer reference number 3006705815-2023-06474, 3006705815-2023-06475 it was reported the patients ipg became inoperable following an unrelated surgery. During the procedure to explant the ipg, the leads were cut. As such, the entire system was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of the event is estimated.